Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that the customer had high blood glucose of 500 mg/dl. Customer sated that, the troubleshooting with the one touch ultra-link tester and gave first time reading as 108 mg/dl, then second time will be 302 mg/dl. The customer¿s current blood glucose was 205 mg/dl. Customer treated high blood glucose with the pump and insulin pen. The drive support cap appears normal. After performing manual prime and fill tubing with current set, the insulin exited at the qr. Customer reports bolus wizard is programmed accurately. The insulin pump will be returned for analysis.